Event description:
It was reported that during a coronary drug eluting stenting treatment procedure the stent would not cross the lesion and when the stent was removed it was damaged. The rca was predilated with a 2.5x20mm balloon and the stent was fed over the wire to the lesion. The stent would not cross the proximal stenosis, so it was removed. The stent and carrier system were removed together as a unit. When examining the stent, the proximal struts were flared. No pt complications were reported. Additional information was requested and is not available.